Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited decreased sensing. The programming changes were performed. The patient status was unknown.

Manufacturer narrative:
Correction: upon review, this lead should not be reported. Please retract this report 2017865-2025-98487.